Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition greater than two seconds. The patient was questioned about what they were doing the day of the episode. The patient stated no procedures were done on that day. There were no adverse patient effects reported and nothing was done to the device as normal device function has been confirmed.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.